Event description:
Customer's mother reported that customer was wearing the sensor and he cannot get a reading because the isigs are too low for calibration. The sensor reading has been reading further and further from customer's actual blood glucose. Customer's blood glucose was 266 mg/dl. He has not treated yet. Customer's mother stated that during sensor insertion, customer felt pain and they had a hard time pulling the needle hub off the sensor. Customer sneezed and the needle got stuck under customer's skin. Customer was advised of proper sensor insertion and calibration methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.